Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the moderately calcified right coronary artery. A 16 x 3.50mm promus premier stent was advanced to treat the lesion. However, upon attempting to inflate the balloon to deploy the stent, the balloon would not inflate. The device was removed but the shaft broke just before its metal part. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Promus premier ous mr 3.50 x 16 mm promus premier ous mr stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 613 mm distal from the distal edge of strain relief. Multiple hypotube kinks were also noted along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found a severe mid-shaft kink just distal to the distal edge of mid-shaft bond. This type of damage is consistent with excessive force that could have been applied on the delivery system. No other issues were identified during the product analysis.